Event description:
It was reported that, after the implant procedure of the electrode of the system, the patient reported chest pain and breathing difficulties. A chest x-ray revealed a complete left pneumothorax. A subsequent computed tomography (CT) scan confirmed the diagnosis. The patient underwent a pleural drainage, an extraction and successful reimplantation of the electrode. It was mentioned that the cause of the perforation was this tunneling tool. No additional adverse patient effects were reported.

Event description:
It was reported that, after the implant procedure of the electrode of the system, the patient reported chest pain and breathing difficulties. A chest x-ray revealed a complete left pneumothorax. A subsequent computed tomography (CT) scan confirmed the diagnosis. The patient underwent a pleural drainage, an extraction and successful reimplantation of the electrode. It was mentioned that the cause of the perforation was this tunneling tool. No additional adverse patient effects were reported.